Event description:
A nurse reported a patient who had a intraocular lens (iol) explanted due to undesired visual outcome. Additional information was received from the technician who reported the lens was exchanged for a monofocal lens of different power. She stated there were no surgical complications during the initial surgery, but the patient did not like her near vision. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The lens was returned for evaluation. Optic damage was observed. Blood history record review indicated the product met release criteria. The product investigation could not identify a root cause. Lens bench testing could not be conducted due to the optic damage. The observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).